Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2015. It was reported that the patient expired on (B)(6)2017. The cause of expiration is reported as "infection". The patient had a chronic driveline infection for approximately 1.33 years. Date of event is approximate. The patient was non-compliant. The device will not be returning for evaluation. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported chronic driveline infection and patient outcome could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.